Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that two (2) light ports are out. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received form the customer stating the event occurred before surgery. There was no patient involved. The surgery was started and completed.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The tabletop illuminator and the lamp were replaced and returned for evaluation. However, the system message (sm) was confirmed (via event log review). The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 11, 2012. Based on qa assessment, the product met specifications at the time of release. Tabletop illuminator and lamp were received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The returned lamp and illuminator were installed into a calibrated system. The system booted up properly and both ports illumination outputs were found to meet specifications. The system was restarted and the test repeated 3 times, each time the samples working as intended and meeting specifications the samples were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).